Manufacturer narrative:
(B)(4). Batch #t5dw2c. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. A gst60d cartridge reload was received loaded on the device. The cartridge was received unfired, with one double driver missing and the sled missing, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from right proximal side. The bailout system was reset and then the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached on what may have caused the cartridge pan to dislodge and why the one-piece sled is detached. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing.

Event description:
It was reported that during the thoracoscopic lobectomy surgery, the device would not fire when severing pulmonary lobe tissue on the sixth firing. The knife reverse button did not work, used manual override lever to return the blade. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.